Event description:
The customer stated that the rubella calibration failed several times on the axsym analyzer with error code 1048: calibration failure, cal a/b ratio too large. The customer replaced the matrix cell lot, replace and calibrated the probes, decontaminated the mup line and replaced the mup without resolution. The abbott customer service tech (cta) advised the customer to clean the meia optic line at the matrix carousel and decontaminate 3 and 4 followed by a recalibration. The customer tried a new lot of rubella reagent and calibrators without resolution. After completing all the maintenance, the customer had to repeat the calibration several times to obtain a passing calibration. No impact to pt management was reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.